Event description:
Patient revised because of loosening of stem and patella.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the exact root cause, but the reported lack of bony in growth may have been a contributing factor. The need for corrective action was not indicated. Should additional info be received, the investigation will be reopened. Depuy considers the investigation closed.